Event description:
During a lung biopsy the ez45g was difficult to fire (no firing). There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot identification. Product complaint analysis team has completed its investigation. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, unfired; cartridge condition, unfired and cartridge return batch number, h0022g. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good, test cartridge batch #, h002g and was instrument cycled, yes. Analysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instrument reportedly during surgery. Instrument was returned in good physical condition. Instrument was cycled, fired, cut, and formed the staples within design specification. Instrument was dissembled to examine internal components and was found to have a damaged release button. No conclusion could be reached as to how this damage occurred. Experience surgeon reported could not be repeated. Each instrument is evaluated during assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.